Manufacturer narrative:
Date sent to FDA: 01/14/2019. Additional narrative: details: it was reported that following the procedure the patient experienced abdominal pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/28/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on  (B)(6) 2013  and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) - surgical intervention, (B)(4). Device code: hernia recurrence occurred. It was reported that the patient underwent mesh revision on (B)(6)2016 due to severe pain, adhesions and ventral hernia.